Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining unexpectedly high progesterone results for multiple patients' samples generated by the unicel dxi 800 access immunoassay system. Subsequent testing on an alternate instrument produced lower results within a different clinical category. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects progesterone samples in serum tubes with a gel separator and centrifuges samples for ten minutes at 2500 rpm in a swinging bucket centrifuge at room temperature. According to the customer supplied qc charts, all levels of progesterone qc were within the customer's established ranges prior to and on the day of the event. A field service engineer (fse) was dispatched on-site for this event. Performed a preventative maintenance (pm) on the instrument per the established procedure. Replaced reagent pippetor and associated tubing. Performed ultrasonic adjustments, carryover testing, pipettor matching, low volume pipettor matching, transducer calibrations, pipettor diagnostics and high sensitivity system check; all testing passed within instrument specifications.